Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not attach the luer connector to multiple insulin cartridges when loading the device, although the connector attached normally outside the device, leading to a request for a replacement device; subsequent use of a different cartridge resolved the issue and the user retained the original device, indicating the problem was limited to certain cartridges from the reported lot. Symptoms included no adverse clinical effects and blood glucose remained within normal ranges. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included user troubleshooting and education, verification of cartridge fit outside the device, and follow-up confirming restoration of normal function with a different cartridge. Investigation of this case revealed a device¿component interface issue attributable to out-of-specification cartridges causing an inability to connect at the luer interface, with normal device performance confirmed once a conforming cartridge was used. It was concluded, based on previously established findings for similar reports, that the cause was a component quality issue related to the affected cartridge lot rather than a pump malfunction.